Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d3. Common device name: tubes, vials, systems, serum separators, blood collection investigation summary: bd received one sample for investigation. The IV needle was already retracted, which prevented completion of testing. The device history records were reviewed with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates during use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device separated from the holder. There was no health impact or consequences reported.